Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. The device was prepared per IFU. During the procedure it was noted that there was difficulty advancing the device through the patient anatomy. It was observed that there was a cut on the dilator after the device made contact with the non-abbott guidewire. The device was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of cut on the dilator upon device contacting non-abbott guidewire was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Manufacturing engineering reviewed the reported details and deemed the reported event of dilator tip separation was related to a potential product quality issue. The dilator tip separation issue is being investigated per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. The device was prepared per IFU. During the procedure it was noted that there was difficulty advancing the device through the patient anatomy. It was observed that there was a cut on the dilator after the device made contact with the non-abbott guidewire. The device was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.